Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. Customer is concerned with tests results of 240, 276, 271, 292 and 252 mg/dl. The customer's expected fasting blood glucose test result range is 137 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/19/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:240mg/dl date: (B)(6) 2018 time:2:52pm fasting, result 2:276mg/dl date: (B)(6) 2018 time:2:51pm fasting, result 3:271mg/dl date: (B)(6) 2018 time:2:50pm fasting, result 4:292mg/dl date: (B)(6) 2018 time:10:16am fasting, result 5:252mg/dl date: (B)(6) 2018 time:10:12am fasting.